Event description:
Caller reported blood glucose results of 500 mg/dl and 99 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Account called and alleged that the head would not raise from either siderail. He changed the head valves and still the same issue. He swapped the coils and wires and still no head up. He checked his CPR and it is not stuck either.